Event description:
A peritoneal dialysis (pd) patient's caregiver reported that the patient with end stage renal disease on continuous cyclic peritoneal dialysis [cc(pd)] therapy was feeling uncomfortably full (bloating) and is receiving antibiotics. No additional information was provided during intake. Follow-up with the patient¿s pd registered nurse (pdrn) reported the patient presented to the emergency room on (B)(6) 2023 with complaints of bloating, abdominal pain, and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc elevated, results unavailable) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and treated with intraperitoneal (ip) vancomycin and ceftazidime for 14 days (dosages, frequency unavailable). The patient¿s peritoneal effluent culture result returned negative for growth, and the patient¿s antibiotics were continued. The patient was discharged on (B)(6) 2023 in stable condition and is recovering from the events. The pdrn attributed causality to the patient¿s husband performing initiation of treatment when the patient¿s primary caregiver was unavailable. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The patient continues to undergo ccpd therapy utilizing the same liberty select cycler without reported issue. Per the pdrn¿s knowledge, the patient¿s abdominal bloating/pain during treatment has subsided.